Event description:
A cgm error was reported by the caller. The impact on the customer's blood glucose level was not reported, implying the levels were within the normal range. Technical support provided the caller with information to reset the pump, and after the reset, the cgm error code did not appear again. The caller successfully started their sensor session.